Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #:(B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label.

Event description:
Edwards received notification of a pascal in tricuspid position where on post-operative day 105, there was an slda (single leaflet device attachment) of one pascal device noted on transthoracic echo. Tr (tricuspid regurgitation) before the index procedure was torrential and after the index procedure was moderate, but the tr after the slda happened was unknown. There was no patient injury and no plans for reintervention. Additional information received reported from the site stated that the patient was hospitalized after a fall which was secondary to atrial fibrillation with rvr. Both the fall and the atrial fibrillation with rvr are being attributed to the slda found during this hospitalization. Patient has a history of atrial fibrillation. The dose of metoprolol was adjusted, and digoxin was restarted.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was unable to be confirmed as no cardiology note, hospitalization discharge note, imaging or echo report was provided. No information available points towards any potential contributing factor. Therefore, the cause of this event is indeterminable. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored, and complaints trending and control limits are managed and assessed.